Event description:
Manufacturer received a report from the consumer alleging the joystick went into high speed, the brakes locked up, and consumer was allegedly thrown from the chair resulting in a broken leg. What role if any, the device played in the incident is unclear.